Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported a scratch on an intraocular lens (iol) that was observed during the implantation procedure. There was patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5. And h.10. H.10.: based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the lens was not loaded due to the operating room tech noticing scratch before loading. According to the reporter the lens was damaged from manufacturer.